Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that allegedly the patient underwent left tha on (B)(6) 2014 and was implanted with an lfit cocr femoral head. He was revised on (B)(6) 2023, due to alleged corrosion.